Event description:
It was reported that the patient complained of dizziness and heart rates in the 20s. The right atrial (ra) lead exhibited inappropriate mode switching from noise. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead, implanted 2005-(B)(6). (B)(4).